Manufacturer narrative:
We are awaiting this unit to be returned so an investigation can be conducted.

Event description:
The user was transferring his son from a chair to a bed. When lowering, the strap broke about 1 foot above the bed. The individual was not injured.